Event description:
On (B)(6) 2014, at the (B)(6) medial center, (B)(6) during a cardiohelp training using cardiohelp unit (article number 70104.8012; serial number (B)(4)) the maquet trainer stated that the cardiohelp screen went black during the training. The unit needed to be plugged in before the screen would come on. At that point an error message, "battery 1 needs service" was displayed. The unit would not function unless it was plugged in. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).